Event description:
It was reported that the patient underwent a pocket revision due to discomfort. The location of the ipg was at the belt line which was uncomfortable for the patient. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.